Manufacturer narrative:
(B)(4). Batch# unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an inguinal hernia repair procedure, the rn went to open harh36 and packaging was punctured. Device was discarded and like device was used. There were no adverse consequences for the patient.